Event description:
It was reported that the customer was hospitalized for high bgs. The customer stated that their bgs were elevated and bgs were corrected via pump. Later the customer felt sick and vomited. The customer went to the emergency room. It was reported that the cause of the hospitalization was metabolic acidosis. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a lead screw and high-pressure test were performed and passed. Instructed customer to change the infusion set and site.